Event description:
Adverse event(s): "hemorrhage" (hemorrhage). Product problem(s): "detachment" (detachment of device component). The surgeon reported that during the procedure the needle detached from the handpiece and caused a little hemorrhaging in the eye. Doctor closed the incision and sent the pt home. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).